Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Review of the attached images could not confirm the reported complaint. A root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. Corrected: g1.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hip revision - 14 years after implantation in (B)(6). Implanted: corail, duraloc, metal insert. Revised with corail revision, inlay from zimmer. The shaft had to be revised. There was a metallosis that's why the surgeon decided to remove the inlay too, there was no other clinical need. The head involved was a metal head 36mm +8.5. Part of the product code was: 2032228 - I couldn`t read the hole product code due to the metallosis. Additional information was received 1/8/21 indicating the cup was left in situ. And patient experienced instability applicable to the stem prior to revision.